Event description:
It was reported that a revision surgery was performed due a tibial tray broken in half. Also, purulent fluid was found within the knee joint. The components were all removed, and replaced with an antibiotic spacer. The femoral component, tibial tray and polyethylene were all collected for analysis.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the product and/or lot #s, clinical documentation and/or explant analysis a thorough medical investigation could not be performed nor could the root cause be determined. The patient impact beyond the reported infection, subsequent treatment, and revision cannot be concluded. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.